Event description:
Had lasik mono surgery in 2005. Initially had fairly good results and expectations were met. However, after one yr, my right eye corrected for distance vision started going out of focus at distance. My left eye which was corrected for reading started going out of focus and ended up being the only eye capable of seeing at distance, which was completely opposite of the original procedure plan. Corrective glasses prescribed after the initial operation became ineffective one yr after the initial lasik operation. In 2008, a corrective lasik operation was performed to correct the problem. Four mos later, I still cannot see at distance, but now I have double visioning in my left eye, only clear vision in my right eye only to 20 feet in addition to starring, halos and significant severe dry eyes. I was told I was a good candidate for monolasik. I now regret having it done at all and really regret going back for the last corrective operation; it only made things worse. Like any surgical procedure, the shopping list for risks was a mile long, but the surgeon stated not to worry, the risks were small and that anything is possible, but not probable. Initial lasik surgery in 2005. F/u corrective lasik surgery -in 2008.